Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed the device met mgf requirements prior to shipment. The root cause classification of the reported pericardial effusion is consistent with anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
During an atrial fibrillation ablation procedure a pericardial effusion occurred. The physician performed transseptal puncture with a brk transseptal needle through a swartz braided transseptal introducer. The pt's blood pressure decreased and a pericardial effusion was diagnosed with fluoroscopy and an echocardiogram. The physician performed a pericardiocentesis and the pt stabilized. The physician believes the cardiac perforation occurred when the transseptal puncture was performed.